Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced history anomaly. The customer's blood glucose value was unknown. The customer stated that she took a bolus and saw it deliver on the screen and received a notice that it will not deliver. The product was not returned for analysis.